Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The dlk was noted to be at the superior edge of the corneal flap. The topical steroid drops were increased. The pt reported light sensitivity. In a follow up, the surgical technician reported the pt was seen two weeks later, and both, the dlk and light sensitivity, had resolved with the treatment there are two medical device reports associated with this event. This report is for the right eye.